Manufacturer narrative:
Additional information: annex d code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one zinger guidewire to treat a moderately tortuous, non-calcified lesion located in the mid superior vena cava (svc). It was stated that the wire was used during an implant of a cardiac resynchronization therapy (crt) device. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The tip was not formed by the physician. It was reported that damage to the device was noted and that the distal end of the wire broke while pulling the device out of the patient. It was stated that under fluoroscopy the broken end of the wire was found and was extracted using a lasso. It was also stated that the wire kinked in the patient. No further patient injury was reported.

Manufacturer narrative:
Additional information: there was no resistance noted during withdrawal of the device. It was stated that the guidewire had been used previously for the implant of a lv lead of an crt d system. It was also stated that in this case there was no abnormal kinking. The wire was only present as part of normal procedure. Device evaluation summary: received for analysis was the distal detached section of a guidewire. Approx. 32cm of the distal section of the wire returned. No damage was noted to the proximal joint. The floppy end of the wire appeared kinked. No damage noted to the distal tip. Detachment site was jagged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.